Event description:
Reporter called on behalf of her daughter to address an adverse event involving a schwartz orthodontic appliance device. Reporter stated that her daughter had a schwartz device put in for expansion in (B)(6) 2018 and stated her daughter experienced side effects such as dark circles around her eyes, hallucinating, and poor sleep. Sometime in late (B)(6), the reporter stated her daughter lost the device and experienced facial collapse where the pallet went up and her face became narrowed inward. Reporter is extremely concerned with how removable expanding devices are being used by orthodontists and dentists on children who are too young, and bones have not properly fused yet. Reporter believes there needs to be a warning to parents not to use these devices until puberty age.